Event description:
As reported, the patient had an initial tka on (B)(6) 2018. The patient was revised on (B)(6) 2022 due to a loose femur. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: catalog #: 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm (B)(4). Catalog #:02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t (B)(4). Catalog #:200-07-26 - advanced patella 26mm 3 peg implant (B)(4). Correction/removal #: z-0023-2022.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: a, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.